Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on july 22, 2019, a patient underwent removal of proximal femoral nailing system (tfna) due to nonunion and delayed healing. The nail was broken at the lag screw junction. The lag screw was intact. The distal locking screw was broken. All hardware was removed. There were fragments generated from the broken device but it was removed easily. There was a medical intervention required to total hip insertion. The original implant was on (B)(6) 2019. There was no surgical delay. The procedure was successfully completed. There was no patient consequence. Concomitant device reported: tfna fenestrated screw (part # 04.038.195s, lot # h723308, quantity# 1). This report is for one (1) locking screw. This is report 2 of 2 for (B)(4).